Event description:
Caller reported blood glucose results of 50 mg/dl and 243 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.